Event description:
It was reported that at 280,680 joules of use, while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization was observed. The fiber was replaced and the procedure completed using a second surgical fiber. Total time for the procedure was 1:08:14 patient outcome: "no injury". There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.